Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing; tubing was tested with no bubbles or kinks observed, delivery was resumed, and the user later reported elevated blood glucose without additional occlusion alarms while the infusion site was on the right abdomen, with a recommendation to change the site and user declining further follow-up. Symptoms included hyperglycemia with reported glucose up to 284 mg/dl. Outcomes included a delay to treatment or therapy. Investigation included troubleshooting and education with assessment of the infusion set and tubing and resumption of insulin delivery. Investigation of this case revealed that the cause of the hyperglycemia and initial occlusion alarm was unclear, with no device or component malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.